Event description:
It was reported that, on an unknown date, the sleeve broke off and the threads were broken into pieces on the alif trial spacer rasp. It was also reported that the device did not malfunction during surgery nor did it contribute to a death or injury. No patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested. Placeholder.

Manufacturer narrative:
Review of the device history record(s) showed that no irregularities were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted and item was received in good visual condition except for the broken sleeve threads retained in the headpiece. The broken threads originate from the distal end of sleeve 03_808_112_4, rev a. P/n 03.808.103 (j6782-b luminary alif technique guide) is used to determine correct implant size. The damaged instrument was manufactured in 2/2006 to 03_808_103 rev. A. Dco 10004921 was implemented in 2/2007 to modify the design of the instrument, revision b changes reduced/eliminated the possibility of thread breakage. A total of nine reported complaints for broken threads have been reported for 03.808.103 rev. A devices, no complaints of thread breakage have been reported for rev. B instruments. The returned product was manufactured prior to implementation of dco 10004921 which revised p/n 03.808.103 to rev b, implemented to reduce thread breakage making this compliant invalid from a design perspective. Therefore, 03.808.103 rev b is adequately designed and addressed in the risk assessment regarding thread breakage. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed as this is a lot controlled item.